Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection and x-ray of the lead was performed and found no anomalies. Visual observation found dried fluid in the helix housing that prohibited testing of the helix movement. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported failure to capture.

Event description:
The supplemental report is being filed with analysis details.

Event description:
It was reported that this right ventricular (rv) lead failed to capture, which was verified by the field representative in the operating room during the revision procedure. The lead was explanted and replaced. No additional adverse patient effects were reported.